Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became frozen a low battery power alert, and the customer was unable to clear it. Prior to calling into tandem technical support, the customer placed the pump into storage mode. Tandem technical support guided the customer through turning the pump back on and the alert was cleared. There was no reported impact to customer's blood glucose level.